Event description:
It was reported that a pump triggered an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed previous incidences with this specific pump and took necessary pre-cautions to prevent the alarm, while tandem technical support decided to replace the pump. The pump was still under warranty, and the customer was guided on how to properly store and return the pump using a pre-paid label within 10 days. They also planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.